Event description:
During use of the cannula for extracorporeal circulation, a small cut in the cannula was observed. The surgeon did not think that the cannula was nicked during the surgical procedure. An estimated 20 cc of blood leaked from the cannula. The cannula was not replaced and the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.